Event description:
The customer reported the forceps elevator wire of the duodenovideoscope was broken. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps elevator wire had foreign material. The report is being submitted due to foreign material on the forceps elevator found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and the forceps elevator wire was completely cut off. In addition, evaluation found the adhesive around the objective lens was worn, the bending section cover adhesive was detached, the connecting tube was scratched and the coating was peeled, the image guide protector was cut, the suction cylinder was shaved, the bending angle in the up/down and right/left direction and the play of the up/down and right/left knobs did not meet standard value due to wear of the angle wire, the forceps raising angle did not meet standard value due to a cut on the forceps elevator wire, and the adhesive around the light guide lens was discolored. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material remained at the forceps elevator for the device was returned to olympus without reprocessing at the user facility. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.